Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) is connected and working. No further information was provided as to what the cause of the bluetooth (ble) telemetry issue was, or how it was resolved. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.